Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during the implant procedure, the patient with implantable cardioverter defibrillator (ICD) began to bleed from the axillary access. Due to the inability to control the bleeding, the physician decided to explant the device in order to repair the axillary artery. No adverse patient effects were reported.